Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported issue. The bag/vent switch was replaced to resolve the issue.

Event description:
The hospital alleges the bag/vent switch was not operating as expected. There was no report of patient involvement.